Manufacturer narrative:
Result : an investigation was not possible because no product/picture was sent for investigation. Without product or picture an analysis is not possible. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the shunt system, since this documentation indicates that the shunt system is in perfect condition. However, we cannot finally clarify what influenced the leakage, this would be require an examination of the shunt system. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported: on (B)(6) 2020, when the progav was used in the disposable cerebrospinal fluid shunt operation, it was found that there was water leakage and the possibility of infection. Replaced the progav with a new one. No sample or picture provided.